Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The error log was reviewed and it was revealed that e.1 and e.7 had occurred in the last 10 errors. The subject device was connected with the transducer, sonosurg scissors, and connecting cables owned in omsc. The ultrasonic output was checked and found no irregularities. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that e.1 error occurred since the user activated output when the probe is broken, while contacting with metal instruments, or when foreign material is stuck in the connected probe. It was also known that e.7 error occurred because the internal electric circuit malfunctioned due to environment such as occurrence of high voltage resulting from static electricity. The above device handling has been warned in the instruction manual as follows; should the ultrasonic output warning lamp light, a warning alarm sound, and the ultrasonic output be disabled during operation, the probe of the hand piece may be damaged, the probe connection may be loose or the transducer may not functioning properly.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, error that indicates unstable output occurred. The intended procedure was completed with another device. There was no patient injury reported.